Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of an erroneous high elecsys ft3 iii result for one patient sample on a cobas e 411 immunoassay analyzer serial number 16e8-19 when compared to another instrument in another laboratory. The initial ft3 iii result was 6.22 pmol/l and was reported outside of the laboratory. The customer was observing patient results approximately 4 pmol/l higher and sent the sample to another laboratory for testing. The repeat ft3 iii result was 4.8 pg/ml (17.62 pmol/l) in the other laboratory and deemed to be correct. The model of the elecsys instrument was not provided. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
"The repeat ft3 iii result was 4.8 pg/ml (17.62 pmol/l)" in the initial MDR should have been "the repeat ft3 iii result was 4.8 pg/ml (7.37 pmol/l)". Based on the data provided a general reagent issue was not suspected. The investigation was unable to find a definitive root cause.